Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the balloon from an arndt endobronchial blocker set (c-aebs-5.0-50-sph-as) from lot 13031834 only inflated on one side. This was noted by the doctor during tabletop testing. Cook became aware of this event on 27nov2020 upon being notified by hospital vall d'hebron. The device did not make patient contact. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control, as well as a visual inspection, functional test, and dimensional verification of the returned device was conducted during the investigation. One prior to use 5fr balloon catheter was received. No damage was visible on the surface. The balloon was inflated with 2cc and only one side expanded. The balloon was kept inflated for 4 minutes and the balloon diameter was constant; no air leaks were noted. Cook has concluded that the device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record and a database search found no nonconformances or additional complaints associated with this device lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: warnings: the enclosed blocker balloon is a high-volume, low-pressure design, excessive manipulation over a prolonged period may cause balloon rupture or deflation. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection and testing of the returned product, and the results of the investigation, a definitive cause for the event was established as component failure unrelated to a design or manufacturing deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on (B)(6) 2020, it was reported that the device did not make patient contact. Before using the balloon in the patient, the physician inflated it with air using a syringe. This is when the failure mode was noticed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section a- the device did not make patient contact. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person): (B)(6). PMA/510(k): k160542. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the balloon of a arndt endobronchial blocker set inflated irregularly. Specifically, it was noted that the balloon "does not get inflated fully only on one side". Additional information has been requested regarding patient and event details but is not currently available. No adverse effects to the patient have been reported.